Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure utilizing a 20 mm sapien 3 ultra resilia valve, difficulty was encountered while introducing the delivery system into the esheath. No difficulty was reported with insertion of the esheath itself. The expansion tool was used, the loader cap was fully inserted, and the esheath was not introduced at a steep angle. The initial delivery system and esheath were removed as a single unit. Upon removal, damage to the esheath was observed at the strain relief segment. A second kit was opened and prepared. Introduction of the delivery system from the second kit proceeded without resistance, and the valve was successfully deployed, completing the procedure. During removal of the esheath, digital subtraction angiography (dsa) demonstrated a perforation of the left external iliac artery. The vessel was surgically repaired. Repeat dsa following repair demonstrated preserved distal lower limb flow. A direct causal relationship between the vascular injury and the observed esheath damage could not be determined. According to the physician's assessment of the perceived root cause, the stiff (super stiff) wire assumed a near vertical orientation relative to the patient; this case represented the first clinical use of the savvywire by the operator. With the operator standing on the patient's right side and left femoral access utilized, it was reported to be difficult to apply force coaxially, which may have resulted in increased stress at the esheath strain relief segment. Vessel characteristics were described as mild calcification, mild tortuosity, and a minimum luminal diameter of 5.0 x 6.2 mm. The vessel was not pre dilated. Based on imaging review, the event code was revised from kink/damage to system components separate during us

Manufacturer narrative:
The investigation is ongoing.